Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the sepramesh ip (device #3). An additional supplemental emdr was submitted to represent the bard/davol mesh -composix e/x (device #1), and sepramesh ip (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information provided: (B)(6) 2007 ¿ patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of composix e/x mesh (device 1). Per op notes, ¿the ventral hernia defect covered the entire area from the umbilicus to the suprapubic region. A composix e/x mesh (device 1) was laid with smooth surface towards the intestine and rougher surface anteriorly using sutures." (B)(6) 2009 ¿ patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the removal of mesh (device 1) and implant of sepramesh ip (device 2). Per op notes, ¿infraumbilical scar was dissected. Most of the mesh (device 1) was intact except for the inferior part which had pulled off. The previous mesh (device 1) was removed. Adhesions were released. A sepramesh ip (device 2) was placed in the space between the bladder and suprapubic region using sutures.¿ (B)(6) 2009 ¿ patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the removal of mesh (device 2) and implant of sepramesh ip (device 3). Per op notes, ¿the previous mesh (device 2) had pulled apart in most of its edges and torn apart because of traumatic injury and fall. The mesh (device 2) was removed. A piece of sepramesh ip (device 3) was deployed into defect and tacked using sorbafix tacks.¿ (B)(6) 2009 - patient was diagnosed with complex recurrent ventral incisional hernia thereby underwent open repair with the removal of mesh (device 3). Per op notes, ¿midline scar was removed. Lysis of adhesion and old mesh (device 3) which was partially disrupted was completely removed. The resulting ventral hernia defect was closed with large synthetic mesh."